Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient noticed an electrical charge when they were in a grocery store that had lots of coolers, especially if they were older coolers. The patient simply adjusted the intensity as needed and noted that as more businesses were replacing older equipment that the patient wasn't experiencing the overstimulation as frequently. No further complications reported.

Manufacturer narrative:
Date inaccurate, only the year is valid. The medical device information was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's stimulation issue when near coolers was first noticed with their stimulators that were in use from 2005-2012- these stimulators had the electrical interference issues. Their current stimulator did not have this issue. No further complications reported.